Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, with instructions to continue using it and to call back if any further malfunction codes recur.